Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked. Reportedly, the touchscreen was at times becoming frozen. Customer had elevated blood glucose levels reaching over 600 mg/dl, and moderate to high ketones. Customer's blood glucose levels were stabilized with insulin pens. Contact stated that the customer reverted to insulin pens for continued insulin therapy.